Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The patient via a manufacturing representative (rep) reported a loss of therapeutic effect. It was formerly in both legs and back, and now there was nothing in the left leg and partial in the right. There were no falls or trauma that could be related to the issue. While checking the implantable neurostimulator (ins) status, high impedance of >4000 ohms were seen. Contacts 5, 6, 7, 8, 10 and 15 showed >10000. It was noted that the loss of coverage started to occur in 2014 and the high impedances were seen on the day of the report. It was noted that the indication for use includes other, syncope, and cardiomyopathy. The rep later reported that reprogramming was performed. The cause of the loss of coverage and high impedances had not yet been determined. The patient was being sent for testing and scheduling a revision.